Event description:
It was reported that the right ventricular lead exhibited noise, over sensing, and unacceptable thresholds. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found clavicular crush at 26.5 cm to 27.7 cm from the connector pin. The outer coil and inner insulation were fractured at the same location. This damage likely contributed to the reported electrical anomalies.